Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The reported events could not be confirmed during bench testing; the battery would adequately charge, power up the controller and would not flash red when connected to a battery charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s battery had a flashing red indicator and was not charging on the battery charger. In addition, the battery was not providing power to the controller when it was connected to either of the controller power ports. No patient consequence was reported as a result of this event. The site has returned the product to the manufacturer.